Event description:
The patient called lifescan in 2005 and alleged that their meter would not power on. Medical affairs attempted unsucessfully to speak with the patient in 2005 for more clinical information. A letter will be sent as a second attempt to speak with the patient. The patient was unable to test on their meter not powering on. The last time they tested on their meter was in 2005 at approximately 9:00 am. They visited their physician (date unk) because they were feeling dizzy. They lay down before visiting their physician because of the dizziness. The physician gave the patient juice and medication to increase their blood glucose level. No blood glucose results were reported from the physician's office. It is not known, what, if any, medications the patient takes or if they made any changes to their medications. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (the battery was correctly installed and less than 1 year old and the battery contacts were in good condition, but the issue was not resolved). There is no evidence of the meter contributing to a serious injury (company has no blood glucose results to indicate the patient suffered a serious injury, nor does the company know how long the patient was unable to test on their meter). A replacement meter has been sent.